Manufacturer narrative:
Occupation - quality manager. PMA/510(k) number = pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during inspection of the performer mullins guiding sheath two particles were noted in the packaging. This observation was made prior to patient contact.

Event description:
No additional information regarding the event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, documentation, drawing, instructions for use, manufacturing instructions, quality control, specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that one sealed, unopened rcfw-8.0-38-75-rb-mts was returned to cook for investigation. Physical examination of the returned device confirmed that white, round foreign matter was present on the slat of the inner pouch. Additionally, a document-based investigation evaluation was performed. A review of the device history record showed one nonconforming event which could contribute to this failure mode. The four products involved in the event were reworked. It should be noted there were no other reported complaints for this lot number. The device is packaged with instructions for use (IFU), which states: ¿do not use the product if there is doubt as to whether the product is sterile.¿ furthermore, a review of the manufactures instructions and quality control procedures was conducted, and no gaps were discovered. Based on the information provided, the examination of the returned product, and the results of our investigation, cook has concluded that this event can be traced to manufacturing deficiency. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.